Event description:
Boston scientific received information that this right ventricular lead was not able to be used at an attempted implant. During the procedure, the lead was unable to obtain capture in multiple positions and displayed high pacing impedance measurements of greater than 2000 ohms. The lead was removed and replaced with a new rv lead, which displayed normal measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead was removed and replaced. No further information is available. This report will be updated if more information becomes available.